Event description:
A user facility reported this lma broke during inflation. There was no pt injury or problems. The device has been returned to lma north america and will be forwarded to the MFR for examination.